Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the jaws did not open. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). How was the device opened and removed from the tissue? --- another new el5ml was inserted from the other trocar and fired. Then the device clamping the tissue was removed. After the device was removed from the tissue was there any tissue damage? ---no. If there was tissue damage, how was the tissue damage repaired which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? ---blood vessel. Was the clip fully advanced into the jaws prior to firing? --- the information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? --- the information was not provided from the hospital. Was any unexpected resistance felt while firing the trigger? --- the information was not provided from the hospital. Were any unexpected noises heard? ---yes, an abnormal sound was heard. Did somebody other than the primary surgeon fire the instrument? If so, whom? --- the information was not provided from the hospital.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good physical condition and with jaws in the open position. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the advancer bypassed the clip; the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. During this investigation advancer bypass was identified as one potential root cause for the jaw opening issue. The remaining 6 clips were conforming according to our manufacturing specifications and then it locked out as intended but the orange visual indicator did not show up completely. Please note the indicator wheel failure is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.